Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Thrombocytopenia occurred, it was reported that the patient recovered. Also, the suction alarm was ringing, however there was no problem with the device's position on the echocardiogram (echo). The pump was removed due to frequent suction alarm. Additionally, the patient experienced a cerebral infarction. It occurred two days after impella removal. It was reported that the patient was stable after the cerebral infarction. No further information is available.

Manufacturer narrative:
Data logs showed that the motor current and pump flow sharply dropped and became non-pulsatile upon the sudden occurrence of the "suction" alarm. The motor spiked prior to the sharp decrease. Both metrics remained this way for the remainder of support. There were no other abnormal pump metrics at this time. No damage or abnormalities were found on the returned pump. The pump ran with no issues. In conclusion, it was determined that the cause of the low pump flow was most likely ingested biomaterial. The stroke/cva was determined to be unrelated to the impella since it occurred 2 days after explant. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation for optical signal issue and thrombocytopenia is not determined.